Event description:
Patient reported left side "model inserted into both hips, asking if this is the model that became an issue.¿ device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, anxiety-product/procedure.